Event description:
The device was used during an unspecified resection procedure. Reportedly, the handle broke and the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.